Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. It is likely that poor visualization resulted in the inadvertent interaction from the second clip, which caused the reported single leaflet device attachment (slda). All available information was investigated, and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Imaging/leaflet insertion was noted to be difficult due to poor echo quality. One clip (80822u324) was implanted reducing mr to 2. To further reduce mr, a second clip (80822u323) was advanced, however when steering the clip delivery system (cds), the cds came in contact with the first clip. The first clip detached from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to a grade of 3-4. The second clip was implanted, stabilizing the slda clip. After deployment of the second clip, it was noted the clip slightly opened, the leaflets remained well inserted in the clip, however mr returned to 3-4. The procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.